Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, faulty g1 board (printed circuit board) was found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that electronic component failure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device randomly turned off. The event occurred during set up / inspection for use. There were no reports of patient harm.